Event description:
During service by baxter personnel, it was found in the event history that a colleague infusion pump experienced failure code 550 caused by a loose speaker harness, which may have failed to audibly alarm. There was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition was confirmed through review of the event history and was found to be due to a loose main speaker harness. The harness was replaced. A follow-up report will be submitted if additional information becomes available. (B)(4).